Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time. Therefore, date received by manufacturer is the same date as returned to manufacturer. The sion blue es guide wire was returned for evaluation. Elongation of the coil was confirmed on the returned guide wire for approximately 170mm from the mid solder that was originally located at 25mm from the tip. Under the elongated coil, the core was found fractured at the distal end of the inner coil which was approximately 9mm from the ball tip. The coil remained in one piece. Microscopic observation on the core fracture revealed a flat fracture surface of the core, indicating torsion had caused the fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation in attempts to release the stuck wire from the stent had most likely contributed to the observed fracture of the core wire. Further applied tensile stress generated with removal had caused the coil to elongate. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the first diagonal branch of the left anterior descending artery (lad). An asahi sion blue es guide wire was delivered and a stent was deployed in the lad. When removing the wire from d1, it got stuck behind the struts of the stent in the lad, and the tip came loose from the wire. The stent in the lad was ballooned with an unspecified 3.0 mm balloon with a max of 14 atmosphere. The patient outcome was good.